Event description:
It was reported that remote monitoring found this pacemaker had reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode; however, bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that remote monitoring found this pacemaker had reverted to safety mode operation. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: laboratory analysis was completed. This report is updated with the product investigation results.